Event description:
Additional information received indicated that no system message displayed. Involved eye was right eye. Surgery was cataract. Tip was changed and surgery was completed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened polymer irrigation/aspiration (I/a) tip was received for the report of the tip did not absorb/was blocked and reported suction weakened during surgery. The returned sample was visually inspected and found to be nonconforming, with foreign material inside the port hole and on the back of the flange. The foreign material was sent for analysis. Particle analysis was performed using sem/eds and identified the following elements: carbon, oxygen, sodium, sulfur, chlorine, and potassium. These elements along with visual characteristics suggest the white foreign material to be mixed dried salts. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found nonconforming with foreign material in the port hole of the I/a tip, which could be a contributor factor for the reported occlusion and suction weakened. Particle analysis found the foreign material to be mixed dried salts. Dried salt is not a material that is used in the molded tip manufacturing process or in the packaging process of the molded tip. How and when the dried salt got inside the I/a tip cannot be determined from this evaluation, therefore a root cause could not be determined. The most likely root cause is surgical material during use. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All disposable I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic tip not absorb and was blocked. Procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in section h.6. Code 1146 has been added. The manufacturer internal reference number is: (B)(4).